Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a minimum fill notification occurred. The customer was unable to recall the units of insulin used to fill the cartridge during the load sequence. Customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose level was 168 mg/dl.